Event description:
The customer reported to customer service that the screws fell out of her transformer housing, no wires were exposed.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with customer, the customer stated that the transformer housing cracked a few days after the screws fell out. The customer stated that she did not see any sparking, smoking, fire or melting. The customer also indicated that no injuries were sustained as a result of the issue. The customer has sent the damaged transformer back to medela, but it has not yet been rec'd. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time.